Event description:
It was reported that a few days following the implant procedure, the patient received two inappropriate shocks from this subcutaneous implantable defibrillator (s-ICD) system. Technical services was contacted and discussed that the shocks were delivered due to over-sensed noise from air bubble entrapment. Diagnostic imaging was mentioned, as well as re-assessing the system after approximately two months for the air entrapment to resolve. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.